Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: returned product consisted of a rebel bms balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks along the hypotube. The balloon was tightly folded. The stent was in place. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left artery. The 99% stenosed, 3.0mmx13mm, eccentric, de novo target lesion containing a =45 degrees bend was located in the mildly tortuous and severely calcified left anterior descending artery. After a 6f non-bsc guide catheter and a 185cm pt2 moderate support guide wire were crossed the lesion, pre-dilation was performed with a 2.5x15 emerge balloon catheter. A 16 x 3.00 rebel stent was advanced for treatment. However, the device failed to cross the lesion and when removed, the tip of the stent itself was found to be deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left artery. The 99% stenosed, 3.0mmx13mm, eccentric, de novo target lesion containing a less than equal to 45 degrees bend was located in the mildly tortuous and severely calcified left anterior descending artery. After a 6f non-bsc guide catheter and a 185cm pt2 moderate support guide wire were crossed the lesion, pre-dilation was performed with a 2.5x15 emerge balloon catheter. A 16 x 3.00 rebel stent was advanced for treatment. However, the device failed to cross the lesion and when removed, the tip of the stent itself was found to be deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.